Event description:
Stapler closed down on tissue. Would not fire and would not staple. Surgeon had to resect around the stapler reload using tristaple 45 ftr comment:case extended 20-30 minutes. Changed battery and device still would not release from tissue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).